Manufacturer narrative:
The customer¿s reported problem cannot be confirmed.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement.